Event description:
Gomco clamp broke when screwed down during procedure.

Manufacturer narrative:
Investigation findings: the product and lot number identified within this complaint has previously been identified. The issue was addressed through a recall. The qc complaint specialist contacted deroyal's regulatory dept to obtain additional info in reference ot the recall. On (B)(4) 2013, the corporate atty identified the reporting customer as being notified of issue during the recall process. A response was not received from the customer. In addition, the deroyal sales rep is to enquire if the reporting customer received the product direct shipped or through a distributor. We have identified that the product has been received directly from deroyal but received the product from owens on (B)(4) 2013. The distributor was also notified of the recall and a response was not received. Deroyal and the supplier issued a recall for the product due to the incorrect raw materials being used to manufacture the device. Correction: as per customer's request a replacement has been shipped on order # (B)(4). Root cause analysis: the distributor and customer failed to respond to the previous recall notification and continued to use the defective product. Corrective action taken: the deroyal sales rep requested that the recall info be re-supplied to the customer with the final letter. The customer contacted the deroyal sales rep by email on (B)(6) 2013 to confirm that the non-conforming product has been destroyed. Preventive action: a preventive action has not been taken. No further info available at this time. The investigation is complete. We have discontinued this product and no longer sell the circumcision clamps.